Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to ventricular tachycardia storm with concomitant refractory vasoplegia. The outcome was device or therapy related and that device parameters (flow, speed, power) were within normal limits. An autopsy will not be performed and the pump will not be explanted.